Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer experienced a low blood glucose of 36 mg/dl and insulin over-delivery. The customer would adjust their insulin and go to bed with a higher than normal blood glucose value; however, the hypoglycemia would still occur in the middle of the night. No symptoms or treatments were mentioned in regards to the low blood glucose. Customer¿s blood glucose level was 136.8 mg/dl at the time of the call. Troubleshooting was initiated on the insulin pump. The drive support cap appeared normal. It was noted that insulin kept dropping from the infusion set prior to connecting at their site. The reservoir contained the same amount of insulin as displayed on the status screen. The reservoir will not be returned for analysis.